Event description:
It was reported by our distributor that the surgeon informed them that after opening the exterior package of the insert and while implanting the tibial insert the locking ring fell lose. The distributor reported that the hospital had to open a new insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.